Manufacturer narrative:
(B)(4). Batch # p94408. Investigation summary: the device was returned with a trocar inserted in addition the bottom portion of the I-blade was found to be out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a tlh, the jaws of the nslg2c35 was broken and could not be removed through the b5st. Then, the nslg2c35 was removed from the patient with the b5st. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.